Event description:
As reported by the user facility: primary nurse entered patient's room and discovered that magnesium was not infusing because pump was shut off. When nurse turned pump on, it was fully charged and it was plugged in. Nurse stated that the pump was shut off no longer than 2 hours. Pump changed. Dr (B)(6) notified. (B)(4).